Manufacturer narrative:
(B) (4). Evaluation, results: (mi, stent thrombosis, revascularization).

Event description:
Patient received two endeavor rx drug-eluting stents during index procedure (ref MFR no. 2953200-2010-00874). Approximately 3 weeks post stent implant a stent thrombosis was reported to have occurred. The patient underwent a re-pci. A q-wave mi was also reported to have occurred. Approximately 4 months post stent implant, a non q-wave mi was reported to have occurred.